Event description:
On (B)(6) 2012, it was reported that a patient's generator was checked on (B)(6) /2012, due to an increase in seizures. The patient's battery was determined to be at end of life, dcdc=7, and output was 1.0 ma. A blc was performed on (B)(6) 2012 with results of 1.57 years to eri=yes. Surgery is likely but has not occurred.

Event description:
A battery life calculation was performed with updated programming history. The results indicated 0.21 years remaining. Programming history for (B)(6) 2012 provided the patient's settings and system diagnostic results.attempts for additional information have been unsuccesful.

Event description:
On (B)(6) 2012, this vns patient underwent full revision. The patient's generator could not be interrogated on the date of surgery. The explanted lead and generator were received on (B)(4) 2012 and are currently undergoing product analysis.

Event description:
Product analysis for the lead was approved on (B)(6) 2012. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil, show appearance suggesting that a stress-induced fracture has occurred at the coil end. However, due to mechanical distortions (smoothed surfaces) and surface contamination the fracture mechanism cannot be determined. Also, a secondary fracture (most likely stress-induced) was identified in one strand of the negative quadfilar coil in the vicinity of the broken end. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Abrasions were identified on the outer tubing at multiple locations. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis of the generator showed that the reported allegations of "premature end of life (eol)", "failure to program", "no stimulation", and "end of service" were duplicated in the pa laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death.